Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient complained of purulent drainage around the driveline exit site during a routine clinic visit. A culture was taken and results are still pending. The patient started on intravenous daptomycin and ceftriaxone with instruction to follow up with infectious disease. The last report received indicated that the patient was at home and is doing well. Investigation is ongoing.

Manufacturer narrative:
The patient was never admitted to the hospital and was treated through out patient. The patient had been treated as an outpatient only and hasn't had previous driveline infections. The patient's wife changes the dressing daily and is very meticulous. Per the patient's wife, the insurance company recently switched the dressing change kit just before being dx with an infection. The patient denies any trauma. The patient was treated with with IV cefepime and daptomycin x 1 week then started on doxycycline and augmentin orally x 2 weeks. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.